Event description:
Dealer is stating that the end user was seating on the rollator seat, and the seat cracked and the end user fell through to the floor. No other details provided by the dealer. No mention of injury. Seat was just purchased via (B)(4).